Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's father reported that there was a smell of insulin at the luer lock between the infusion set and the cartridge. The reporter denies any signs of cracks or leaking in either the infusion set or the cartridge and states it is tightened securely.